Event description:
Caller reported a malfunction on the pump, identified as malf 3, with a fault ID of 3-0x2095. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as the malfunction code was not resettable. The customer was advised to use multiple daily injections (mdi) as a backup therapy.